Manufacturer narrative:
Additional information was received indicating that the broken portion of the file could not be retrieved and was incorporated into the filling. Involved reciproc file r40 6/100 25mm 040 that broke during use is not available and cannot be analyzed by our laboratory. Nothing unusual to report was found during DHR review (batches #1481349, #1481586 and #1481576). Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Root causes are not identified. This kind of event is tracked and we monitor the trend.

Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that three recipoc files broke during treatment. The event outcome of the event is unknown as of this MDR evaluation.